Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the tower door 3 had failed. The field service engineer remotely assisted the customer and recovered the door 3 in the hardware test application mode. The customer tested all the tower doors found to be responsive in hardware test application mode. After switching back to application mode, customer was able to recover inventory tower door 3. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer 3 failed to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.